Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the ip information was updated/changed, which resolved the issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported during a sacroiliac and thoracolumbar procedure the system was not recognizing when it was connected to the imaging system. The imaging system and ethernet cable were used in another room with the other navigation system successfully. The computer was recently swapped in this navigation system and it may need the networking settings updated. It was also reported that the bulkhead connector seemed slightly loose, but the connection to the ethernet cable seemed solid. It was stated that the site may borrow the navigation system from other clinical case for this case. Initial troubleshooting involved checking out the system's networking configuration and everything was what it was supposed to be. The site tested the connection with the other navigation system and had no issues. It was noticed the bulkhead was damaged and requested a new one. However, further troubleshooting revealed that there was not an ip setup on the system. After setting the ip, the system was able to verify to the imaging system without issue. Navigation was discontinued for the procedure. There was a delay to the procedure of 15 minutes. There was no reported impact on patient outcome.